Event description:
The reporter alleged that the infusion device was delivering an inaccurate amount of insulin. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.